Event description:
It was reported that, "persuader used to set rod - when inserting blocker screw head detached".

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.